Event description:
The manufacturer received information alleging a power issue with a ventilator. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery needs replaced to address the issue.